Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that there have been failures of the hemostatis valve on the (B)(4). There have been several alleged occurrences on this unit. However, no dates or facts about the events are available. Additional info received from the distributor on (B)(6) 2010 stated that in regards to the pt outcome, there is no object evidence of further injuries or pt complications.